Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 7, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement with tinnitus, pain and dizziness; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.